Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges, lot# s21284 and I-stat analyzer sn (B)(4) that yielded a suspected discrepant pt/inr result of 6.3 on a 75 year old male patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. I-stat1 sn (B)(4) is being replaced at no charge and returning for investigation. Method, analyzer, cart. Lot#, date, collected, tested, inr, sample: I-stat, (B)(4), s21284, (B)(6) 2022 , 13:58, ni, 6.3, fingerstick. Stago, ni, ni, (B)(6) 2022, 14:10, ni, 3.2, buff. Na, citrate 0.109m, 3.2%. Whole blood venipuncture. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4) (cartridge). Apoc incident # (B)(4) (I-stat). Additional I-stat analyzer information: sn, mfg date, exp date: (B)(4), (B)(6) 2008, n/a. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot s21284 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.